Event description:
On (B)(6) 2012, the patient claimed her blood glucose has been elevated since she started using the current animas insulin pump. Her doctor was concern over a possible pump issue as her a1c was 9.3. She was hospitalized on (B)(6) 2012 with a blood glucose reading of 630 mg/dl. She tested positive for moderate ketones and had symptoms of vomiting and feeling bad. Upon review of the animas insulin pump system, it was discovered that the cannula was bent. After the review of the insulin pump settings and history record, the animas representative concluded there was no pump malfunction associated with the alleged event. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The pump is being replaced and request back for investigation due to the request of hcp and the lack of confidence the patient has in the subject pump. This complaint is being reported because the patient had elevated blood glucose reading while on insulin pump therapy. It is unclear whether use error, diabetes management, or intentional misuse was involved with the reported incident.

Manufacturer narrative:
(B)(4):a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.